Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a right atrial (ra) lead from another manufacturer exhibited minute ventilation (mv) signal noise on the atrial channel and an increase in pace impedance measurements. An increase in the amount of ra sensing was also observed as a result, and the physician was concerned if the patient didn't get atrial pacing that they may go into atrial fibrillation as they are in a sinus brady rhythm. The respiratory rate trend (rrt) was programmed off and boston scientific technical services (ts) discussed the potential that there might be an ra lead issue. The system remains in service. No adverse patient effects were reported.